Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient felt two of his infusion sets, from the same lot, were defective. He stated that instead of forming a drip of insulin at the end of the cannula when priming, the insulin spread and ran down the cannula. The patient experienced elevated blood glucose levels while using those two infusion sets. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.